Event description:
It was reported that the patient was experiencing more frequent seizures. There was a significant worsening where the patient experienced prolonged crises, becoming catatonic, and fainting spells. No other relevant information has been received to date.

Manufacturer narrative:
This event is associated with CAPA ca-0049 regarding previously unreported complaints from brazil.

Manufacturer narrative:
B1, product problem: initial report inadvertently select no when it should have been yes.